Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
(B)(4). The provider states the end user alleged going up or down on a ramp when attempting to enter or exit his van, the chair will pull to the left side.